Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, noticeable filler pockets below the corner of the mouth, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected by another physician, with approximately 1 ml (according to the patient) of belotero® (not further specified), into nasolabialfolds, 6 years prior to this report, in 2013. In 2013, directly after the belotero® treatment, the patient experienced redness and swelling in the area of the nasolabial fold. In 2019, while the patient was seeing the reporting physician for another reason, she asked for advice for the existing symptoms, as she experienced poorer skin quality and large pores in the treated areas. At the time of this report, no further aesthetic belotero® treatments have taken place (as reported). Due to the provided information, the outcome of the event 'swelling' and 'redness' was considered as resolved. The outcome of the event 'poorer skin quality' and 'large pores in the treated areas' was not reported. Follow-up information was received on 17-may-2019: the event verbatim was changed from 'poor skin quality / large pores in the treated areas' to 'poor skin quality / large pores in the treated areas / skin changes'. The patient was treated with belotero® (not further specified), beginning of 2013. She had no further cosmetic treatments since. In 2013, one day following the treatment, the redness was already there. As reported, the skin changes were at the injection site. At the time of this report, the patient was due for a desensitization of bdde. No further corrective measures were done. The physician said that only after the desensitization it was possible to asses if a permanent damage did occur. In the opinion of reporter the events were related to belotero®. Follow-up information was received on 29-may-2019: the patient and the reporting physician did not know which belotero® product was used to treat the patient with. As reported, since the reporting physician was not the physician who injected the patient and she only saw the patient several years after injection, she was not able to assess from her own experience whether the events were related to belotero®. An assessment from the injecting physician on whether this was caused from the injection, was not available. The reason for her phone call was that she was asked by the patient for the advice on how to improve her skin quality. The poor skin quality and large pores reported by the patient were present for 6 years. According to the patient, a worsening of the events did not occur over time. Follow-up information was received on 26-nov-2019: the case was upgraded to serious. The events noticeable "filler pockets" below the corner of the mouth, lymphatic drainage redness along the neck, constant feeling of restlessness and working at the injection site was added. The patient's initials, date of birth, age, weight ((B)(6) kg) and height (167 cm) were provided. The patient was (B)(6) (ambiguously reported as (B)(6)) years old at the time of the events. She was treated with a total of 1 ml of belotero® into both nasolabial folds (0,5 ml) and both corners of the mouth (0,5 ml). As reported, the patient was injected externally. The patient was previously treated with botox® into forehead and crow's feet, twice a year, over several years and had no problems. The patient had no disposition to lymph drainage problems and no allergies. Further medical history and concomitant medication was reported as none. In (B)(6) 2013, after the treatment with belotero®, the patient experienced in addition to the previously reported events, noticeable "filler pockets" below the corner of the mouth and lymphatic drainage redness along the neck. As reported, in the beginning of 2013/2014, the patient experienced a constant feeling of restlessness and "working" at the injection site. Corrective treatment included cooling, oral and topical antiallergics, local steroids and desensitization. The patient was not hospitalized and no systemic antibiotics were prescribed. As reported, the events constant feeling of restlessness and working at the injection site were getting better. Due to the provided information, the outcome of the events constant feeling of restlessness and working at the injection site were considered as resolving. The outcome of the events noticeable "filler pockets" below the corner of the mouth, lymphatic drainage redness along the neck, was reported as not resolved. And the events 'poor skin quality / large pores in the treated areas / skin changes', swelling' and redness' was changed from unknown and resolved to not resolved. In opinion of the reporter, the events are between moderate to severe intensity, not life-threatening and related to belotero®. The reporter considered the events as permanent as there was no significant improvement after six years.